Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08067. The patient received two 3156 model leads with the same lot number. It was reported the patient experienced multiple falls. As a result, stimulation has not been effective to painful areas for the past 3 months. Diagnostic testing was normal. Reprogramming was attempted to no avail. X-rays were ordered. However, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08067. Follow-up identified two quattrode leads (model 3156) have migrated. As a result, surgical intervention was undertaken explanting and replacing the leads with the same lead model 3156. Reportedly, the physician elected to replace the ipg during the same procedure. Effective stimulation was achieved postoperatively thus resolving the issue.